Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. It was noted recommended replacement time (rrt) was triggered on (B)(6) 2016. Daily battery trend data showed gradual rising battery impedance and early rrt alert, without corresponding battery depletion. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) earlier than expected. A longevity estimate was provided, as the battery voltage measurements were above the rrt voltage threshold. The icm remains in use. No patient complications have been reported as a result of this event.